Event description:
The event is reported as: complaint alleges: customer called to say the device wouldn't clip and that is all the information she gave. I spoke with the rn (registered nurse) the next day and requested additional information. "She was unable to provide details about the incident other than to say when the doctor went to use the device, it wouldn't clip, no clips fell into the patient, and the patient is fine." No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review did not show any issues related to this complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation. However, the manufacturer will continue to trend relating complaints.